Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized, even after being plugged into a working outlet and trying a different wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to try charging for an extended period, was sent replacement charging cable and wall adapter, and was advised to contact healthcare provider if pump battery depleted before supplies arrived; when different charging supplies did not resolve the issue, customer was placed on multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.